Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. The scheduled pci treated the 99% stenosed, calcified and severely tortuous target lesion located in the left circumflex (lcx) artery. Treatment utilized pre-dilation with a 2.5mm non bsc balloon but the physician was unable to advance the 3.0x16mm taxus express2 drug eluting stent across the target lesion. Upon removal of the device, it was noted that the struts lifted on the stent. No withdrawal resistance was experienced. The procedure was completed with a 3.0x18mm non bsc stent. No patient injuries or complications occurred. The patient's condition was listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, the similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.